Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and found an error code in the diagnostic log. The se was unable to duplicate the reported issue. The se updated the software to the current revision. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a "vent inop" message indicating that the ventilator entered back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.